Event description:
Reference importer # (B)(4).

Manufacturer narrative:
We spoke with biomed, and he provided additional information. He indicated that there was no historical data printed out by the user when this occurred for us to review.